Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz angled handpiece (c2601) was evaluated in the field: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - through a field evaluation by an integra field service engineer (fse), no problem was found with the handpiece. The handpiece passed all testing and meets specification. Root cause - the complaint is not confirmed. However, a possible root cause for the reported failure is lack of irrigation by the user. If insufficient irrigation fluid is used, this will result in the tip becoming hot during operation, which can then result in burning the patient when it meets human tissue. Additionally, this complaint is related to mfg report number 3006697299-2025-00055 for the tip, and through the investigation for the tip, it has been concluded that "as per IFU for catalogue c4604elt, this tip is for use with handpiece c2600 (and not handpiece c2601). The proper handpiece and tip combination should be used in order to foster proper functionality." Moreover, using the incorrect tip can result in putting pressure on the internal parts of the handpiece, i.e. The transducer- which can potentially have an effect on the output of the device. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2025-00055 for the cusa handpiece ((B)(6)): a facility reported that a patient was burnt during celioscopy procedure due to overheating of the cusa excel handpiece during digestive surgery resulting in a burn to the patient. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.